Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer stated the cell-dyn sapphire analyzer aspiration probe failed in the closed mode. The customer changed the vent head assembly without resolution. The customer was advised to cycle power to the analyzer. The customer contacted abbott again to state the issue with the aspiration probe persisted although they have replaced the vent head assembly and aspiration probe multiple times in the past few days. The customer stated intermittent aspiration probe failed to return to the upper position, therefore, a service call was initiated. The customer was sent replacement aspiration probes. There was no impact to patient management.